Event description:
The reporter stated that the unit delivered inaccurately. The unit had been programmed to infuse 0.7cc/0.5hr with a 1cc syringe. The unit was reported to have infused in less than 15 min on two separate occasions. No patient injury or treatment was associated with this event.